Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen froze and subsequently went blank. The device powered back on but is now experiencing persistent glitches and is unusable. The cns rebooted at some point, and the device is working now. This started at 2:49-3:30 on (B)(6) the patients are also missing data for this period. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/22/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen froze and subsequently went blank. The device powered back on but is now experiencing persistent glitches and is unusable. The cns rebooted at some point, and the device is working now. This started at 2:49-3:30 on (B)(6) the patients are also missing data for this period. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen froze and subsequently went blank. The device powered back on but is now experiencing persistent glitches and is unusable. The cns rebooted at some point, and the device is working now. This started at 2:49-3:30 on 12/20 the patients are also missing data for this period. No patient harm was reported. Investigation conclusion: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/22/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen froze and subsequently went blank. The device powered back on but is now experiencing persistent glitches and is unusable. The cns rebooted at some point, and the device is working now. This started at 2:49-3:30 on 12/20 the patients are also missing data for this period. No patient harm was reported.